Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the right atrial (ra) lead became dislodged. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. An x-ray inspection of the lead revealed no anomalies. A visual inspection revealed the helix to be retracted and clogged with blood and tissue. After cleaning, the helix was able to be extended and retracted successfully when torque applied directly to the connector pin. Furthermore, the measured full helix extension length was within product specification.